Event description:
It was reported that a momentary power loss to the vibrator motor resulted in a malfunction alarm. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information on how to reset the pump, assisting them with the process. After resetting, the pump did not experience the same malfunction again, and the customer was able to continue using the pump. They were advised to return for further assistance if the issue recurred, and the customer acknowledged the instructions.